Manufacturer narrative:
Additional information was requested, but the physician declined to provide additional information. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the device is received for analysis, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty one years, four months post implant of this mechanical valve, this valve was replaced with an aortic bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.